Manufacturer narrative:
E1 reporter phone#: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the blood pressure cuff tubing was kinked and remained at high pressure for several hours during the case, resulting in right arm compartment syndrome. The patient developed early-stage limb ischemia, requiring decompression fasciotomy of the compartments of the right upper limb. It was also stated there was a 'guarded functional prognosis'. Kinking occurred during preoperative positioning of the patient between the cuff and the monitor, located on the end closer to the patient. The staff was able to recreate the issue after the procedure. In addition, the hospital trained staff members to position the cuff with the hose oriented toward the patient's head to avoid kinking.